Event description:
On (B)(6) 2010, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, computed tomography scan revealed an endoleak. The type of endoleak could not be confirmed (the physician believes it was either a type 2 or type 3). The cause of the endoleak could not be determined. The aneurysmal sac had grown a reported 1 cm. On (B)(6) 2012, the physician re-lined the original graft system with three additional gore excluder aaa endoprostheses (one aortic extender, and two limb components) to treat the endoleak. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.